Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified system error 322 - link switch error (low). A review of the event history log revealed a "system error 322 - link switch error (low)" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the link screws being out of adjustment. The link and link switch is required adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.